Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the issue with the purewick device suction. All troubleshooting procedures recommended by the assistance representative were completed. After performing the requested corrective actions, the device demonstrated partial suction functionality; however, the suction was not operating at full capacity. The customer reported that, following this troubleshooting attempt, the device ceased functioning properly and has not returned to normal operation. Per customer via phone on 10jul2026, it was reported that all obtainable information regarding the pw100 device has already been provided. Customer also clarified that previous complaint was regarding the accessories kit (pwkit03) and the current complaint is regarding the actual device (pw100). Customer stated that he spoke to a purewick to express his concern regarding the ongoing suction issue with his device and provided all requested information. Customer also expressed his frustration in failing to come to a resolution after the call. Customer stated that he was told someone would contact him within 24 to 48 hours to provide a resolution and as of today, he hasn't received a call back. Customer inquired about what other options does he have to resolve the issue. Customer was advised to wait the full 48 hours to receive a call back or reach back. Customer was also advised from the manufacturers end, he is able to file a claim via email. Customer requested that the information be sent to him in writing. Customer was sent an email with the contact details for both distributor and purewick to inquire about any refund or replacements. Customer was also provided the email address to file a claim with bd via email.